Manufacturer narrative:
A.1.-a.5. The was no patient involvement. D.4. The smarxt bcd vanguard surface modified cardioplegia system is a non-sterile device assembled into a sterile convenience pack that is distributed in the USA. The expiration date refers to the sterile finished product into which the smarxt bcd vanguard surface modified cardioplegia system was assembled. The unique identifier (UDI) number of the sterile convenience pack is (B)(4). The involved smarxt bcd vanguard surface modified cardioplegia system is a non-sterile component assembled into a convenience pack that is distributed in the USA. The stand alone smarxt bcd vanguard surface modified cardioplegia system is also registered in the USA (510(k) number: k021830). H.4. The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the smarxt bcd vanguard surface modified cardioplegia system was assembled. H.10. Sorin group italia manufactures the smarxt bcd vanguard surface modified cardioplegia system. The incident occurred in united states. The device has been requested for investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia has received a report that, during priming of the cardioplegia kit, the system was opened to air via the patient line and bcd vanguard heat exchanger intook air from the hydrophobic valve at the top. Medical team elected to changed that cardioplegia kit out with another one that worked just fine. There was no patient involvement.

Manufacturer narrative:
No visual evidence showing the phenomenon was provided, consequently unit was requested back for investigation at livanova facility. Returned part was visually inspected and no damage nor deformations were noticed on the umbrella valve which was found to be correctly seated in its housing. A subsequent functional test with methylene blue was performed to evaluate potential de-priming of the "unit and" the unit behaved as expected thus revealing a proper functioning of the umbrella valve. Verification of production records confirmed that noticed lot was released as conform according to specifications. According to the complaints database review, no other similar complaints have been submitted for the claimed batch out of 840 manufactured units. Based on all the above, it cannot be excluded that the most likely root cause of complained phenomenon was assigned to accidental misplacement of the umbrella valve during surgery following handling/manipulation of the device. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.